Event description:
Additional information was received 25aug2020: it was reported, when the physician opened the tray of the basket, he found that the basket was broken. Another new basket was opened to complete the procedure. The stone they were removing was 3mm. There were no challenges with the patient's anatomy. Additional information was received 04sep2020: the issue with this device was discovered prior to making contact with the patient and it was not used. The tip of the basket was broken.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a retrograde intrarenal surgery (rirs) procedure a ngage nitinol stone extractor was found to have broken basket when the user opened the tray. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.4 cm in length. The support sheath was bowed and the basket formation had three broken wires. There was no discoloration noted on the broken wires. Functional testing determined the handle moves the coil assembly, but does not move the basket formation as the wires are broken. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have all 3 basket wires pulled free from the proximal ends, giving the appearance of 3 broken wires. Devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. The devices are also packaged with the basket in the open position. It is very unlikely that the device was packaged in the damaged condition. It is possible the device was damaged when removing it from the tray, but there was no information supplied regarding issues when handling the device. There is not enough evidence to make a determination of the cause of the observed damage. The risk analysis for this failure mode was reviewed, and it was determined that no actions were required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a retrograde intrarenal surgery, a ngage nitinol stone extractor was "broken". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is not available at this time.